Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 200 mg/dl. The customer reported no delivery during bolus. The customer stated alarm was resolved by complete set change. The customer will not return the reservoir for analysis.